Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it is normal for her sensor glucose and blood glucose readings to have a 200 point disparity. The patient's blood glucose at the time of call was 413 mg/dl, which she treated with the insulin pump. Conversely, her sensor glucose at the time of call was 240 mg/dl. Troubleshooting was initiated for the discrepancies in the sensor glucose and blood glucose readings. The customer's insertion technique and choice of insertion sites was reviewed and no issue was found. The customer was advised to monitor the pump and infusion set. No products were returned and a replacement sensor was shipped to the customer.